Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 5 of 5.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13h30047, h13k06034, h13k04070, h13k14046, and h14a07064 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient was prescribed two product codes for this product. It is unknown which product code was in use at the time of the event. However, they both share the same brand name. A batch review will be performed for the potentially associated lot number(s) h13h30047, h13k06034, h13k04070, h13k14046, and h14a07064. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.